Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v705291, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported shocking. The patient had lost 40 pounds and was feeling different sensations from the device. For 2 nights back to back, the patient would get into bed and felt a tingling and a little bit of shock going down the left side of the leg and foot and a little bit into the right too. She couldn't keep her legs and feet still and if felt like something crawling under her skin. After the second night, the implantable neurostimulator (ins) was turned off and she didn't experience the symptoms. The patient was redirected to her healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
(B)(4).